Event description:
Related manufacturer report number: 1627487-2022-00666, 1627487-2022-00667, 1627487-2022-00668. It was reported that patient tested positive for a (B)(6) infection. Patient was prescribed oral antibiotics. Surgical intervention was undertaken on (B)(6) 2022 in which the leads were explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that patient's infection has resolved.